Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7108597, UDI: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 799661, UDI: (B)(4).

Event description:
It was reported that the patient experienced an uncomfortable pressure or sensation whenever the spinal cord stimulation (scs) system was turned on. As a result, the patient underwent a revision procedure and the entire scs system was explanted. There were no patient complications and the patient was doing well postoperatively.